Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised on (B)(6) 2020 (exact date unknown) due to an infection. All the component parts of the prothesis were removed (glenoid baseplate, ø40 eccentric glenosphere with screw, ø40/+6 humeral cup, size 10 humeral stem and associated screws). No new products implanted. Primary surgery on (B)(6) 2020.